Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 131 post insertion. The sensor was tested in-house, the investigation analysis was inconclusive due to a significant portion of missing hydrogel over the optics. The hydrogel is most likely to have been damaged during the removal procedure due to excessive force applied by the removal clamps. The review of dms analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report (B)(6) 2024. D4.primary unique device identifier (UDI) number updated to (B)(4). D9 device available for evaluation? Yes, 05/24/2024. G3.date received by the manufacturer? 17 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 26, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.